Manufacturer narrative:
Results of investigation: the vela main printed circuit board assembly (pcba) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated. The root cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. The suspect device has not been received by carefusion at this time.

Event description:
Customer reported while using the vela ventilator on a patient the ventilator alarmed "xducer fault" twice over a two hour period. After the 2nd time it occurred, they swapped out the ventilator for another one. No patient harm or injury is reported.